Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother was reported via phone call that they had a high blood glucose value of 402 mg/dl. Patient's other blood glucose value was unknown. Customer stated display was blank currently. Customer states the contacts on the battery cap are neither missing nor damaged. Display did not return after pump restart. Customer states battery compartment is neither damaged nor corroded. Customer states the spring is neither damaged nor corroded. The customer was treated with manual injection. The device was not expected to be returned for analysis.